Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the reservoir migrating through the inguinal canal and was positioned superficially. During the procedure, the component was repositioned. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the reservoir migrating through the inguinal canal and was positioned superficially. During the procedure, the component was repositioned. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported allegation of migration is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.